Manufacturer narrative:
The bipolar insert cev625h was returned for evaluation: device history record (DHR) - the DHR has been reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis - the evaluation was unable to conclusively verify the complaint as valid. The device passes the electrical test. No defect was found. After assembling with the received tube and handle, the test of electrical continuity is compliant. Root cause - the investigation did not highlight any defect, the complaint can't be confirmed. This issue may be due an improper use or the use of a defective cable or generator.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 9 reports linked to mfg report numbers: 2523190-2021-00110, 2523190-2021-00111, 2523190-2021-00112, 2523190-2021-00113, 2523190-2021-00114, 2523190-2021-00115, 2523190-2021-00116, 2523190-2021-00117. A facility reported that during use on a patient for an unspecified procedure, in which the bipolar insert cev625h was being used, the surgeon could not coagulate. Preoperatively, the surgeon used 2 different erbe generator and 2 different pedals. Post-operatively, the surgeon tested both devices on a gauze and found that the impedance should be high to get a result. There was surgical increased time of 20 minutes without injury to the patient.